Manufacturer narrative:
The sensor was inspected 1 opened/used enlite sensor and found sensor cannula is broken. The broken part is missing. Analysis was unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was 145 mg/dl at the time of the incident. The customer states while cooking the pump alarmed sensor error and when they pulled it out the cannula was missing. The customer was advised to remove and replace the sensor. The sensor will be returned for analysis.